Manufacturer narrative:
The react 68 catheter was returned for analysis within a shipping box and within an opened react 68 inner pouch. The react 68 catheter was decontaminated. The react 68 catheter was measured to be within specification. Upon visual examination, no damages or irregularities were found with the react 68 hub or strain relief. The react 68 catheter body was found broken near the distal tip and retained by the inner wire. The tubing material at the broken ends exhibited jagged edges. Inspection of the remainder of the react 68 catheter, apart from the observed break, revealed no other damage or irregularities. The react 68 catheter was flushed, water exited from the broken location. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. However, the exact cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that while the react 68 was being advanced into the rhv it bent and fractured. A continuous flush was used. The react 68 was removed and another react 68 was used successfully. No patient injury occurred.